Event description:
Or nurses noted fluid running from the urology system unit. Some fluid did spill onto the pt causing first and second degree burns. The fluid was later identified as insulating oil from the x-ray tube which is a component of the device.